Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of rexg1173 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported during removal of the guidewire, after threading the catheter with resistance and twisting, it was necessary to push the catheter in 6cm to return the catheter into correct placement. No patient harm occurred.